Event description:
Blood glucose results of "45 and 80 mg/dl" with a lifescan meter, performed within 10 mins of each other. The customer care rep walked the pt through a check strip test and the results fell within specs. Meter was replaced.

Manufacturer narrative:
No products will be returned.